Event description:
It was reported that the device overheated during set up (prior to a procedure). There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated during set up (prior to a procedure). There was no patient involvement, no delay, no medical intervention, and no adverse consequences.